Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2024, it was reported by a sales representative via (B)(4) that an ar-13302-25 osteotome blade broke. This occurred during a tibial osteotomy. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-13302-25 serial/batch number (B)(6) was received for investigation. Visual inspection noted that there was a fragment broken off at the distal end. It was not returned for evaluation. Oxidation was also visible on the exterior of the device. Functional testing was not performed due to the damage of the tip. The most likely cause is attributed to wear and tear due to repeated use of the device.